Manufacturer narrative:
One device was returned for repair with complaint of cassette not properly attached alarms. Review of service history found no relevant records. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. Found the downstream occlusion (dso) sensor was nonreactive. Replaced the dso sensor. The device passed all testing criteria post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited cassette not properly attached alarms. There was no patient involvement.